Event description:
It was reported that the pulse generator exhibited backup vvi. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator in backup vvi mode due to a single bit flip. During analysis, a product code download could be manually performed. Review of device memory found no anomalies in monthly battery voltage or impedance. The battery was not depleted. Despite extensive testing, the single bit flip could not be reproduced. The bvvi mode could be reproduced when the single bit flip was manually reloaded.